Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported on behalf of the patient that patient felt and device stopped working and patient had pain at the battery implant pocket site. An impedance check was done with impedance above 4000 on (B)(6) 2016. The device was clearly standing up and had moved from its original pocket site per physician. The physician opened pocket and tested lead which was working properly. A new battery was implanted and impedance check was normal. Issue was resolved after the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.